Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx424t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operating in over-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Reference associated medwatch report MDR ID # 3004721439-2023-00011.